Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when exams were being loaded onto the system, the system was unresponsive. A hard reboot was required to get the system up and running again. The system had plenty of space on the ssd. Exams were of standard size and number of exams. No patient was present. The probable cause was suspected to be the solid-state drive (ssd) and/or computer.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735786r (lot: -); product type: 2543-mnav - system brand name ; product ID 9736411 (lot: -); product type: h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. H6: multiple annex g codes were reported. G02007 corresponds to concomitant product 9735786r that comprises the reported event. G0200702 corresponds to concomitant product 9736411 that comprises the reported event. Multiple fdd/annex a codes were reported. A110201 was coded for the system being unresponsive. A13 was coded for the issues with exam loading. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) a manufacturer representative went on-site to perform servicing. Servicing found that the system was experiencing freezing at startup and in software when loading images and planning. The computer was replaced and the issue resolved. A system checkout was successfully performed. B01, c13, and d02 are applicable to system servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the computer, product ID: 9735786r, serial lot/: (B)(6) version: 1632d00060, was returned to the manufacturer for analysis. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports functioned correctly. The sound functioned on the ports. The computer passed all burn-in testing v9.1. The computer was fully functional. There were no failures found. Codes c19, d14 and previously reported b01 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.